Manufacturer narrative:
An 18fr gore® dryseal flex sheath (dsf1833/17959197) was used as part of the endovascular aortic repair. : updated lot/catalog/UDI numbers and expiration date code 10 ¿ please refer to summary below for engineering evaluation results. Updated conclusion codes engineering evaluation summary: the 18fr gore® dryseal flex introducer sheath was received by gore from the facility and an engineering evaluation was performed. During investigation, it was confirmed that metal coil had come from inside the sheath and the end of the sheath, including the marker band, was not present. Visual examination showed no damage to the end of the coil. The end of the sheath appeared to be damaged, including signs of tearing and crushing. The findings from the evaluation were consistent with the reported procedural observations. However, the root cause of the sheath damage could not be determined with the currently available information.

Event description:
On (B)(6) 2018, an 18fr gore® dryseal flex introducer sheath was used as part of an endovascular aortic repair. During the procedure, the sheath was reportedly introduced successfully, and all endoprostheses were advanced and deployed as planned. As the sheath was being withdrawn, it was reported that a metal coil around the sheath had become unwound. The physician was able to withdraw the sheath and unwound coil together; however, the radiopaque marker near the tip of the sheath was reportedly left inside the external iliac artery and could not be retrieved. The physician implanted a gore® viabahn® endoprosthesis in the external iliac artery to exclude the radiopaque marker from the circulation. The procedure was concluded, and the patient tolerated the procedure. According to the report, the patient¿s vasculature included moderate tortuosity and calcification. No resistance was reported during advancement or withdrawal of the sheath. The physician reportedly elected not to advance a dilator into the sheath prior to sheath withdrawal.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Results pending completion of engineering evaluation.

Event description:
On (B)(6) 2018, a 12fr gore® dryseal flex sheath ((B)(4)) was used as part of an endovascular aortic repair. During the procedure, the sheath was reportedly introduced successfully, and all endoprostheses were advanced and deployed as planned. As the sheath was being withdrawn, it was reported that the metal coil around the inside of the working length of the sheath had become unwound. The coil reportedly did not become separated from the sheath, but was visibly unraveled. The physician was able to withdraw the sheath and unwound coil together; however, the radiopaque marker near the tip of the sheath was reportedly left inside the external iliac artery and could not be retrieved. The physician implanted a gore® viabahn® endoprosthesis in the external iliac artery to exclude the radiopaque marker from the circulation. The procedure was concluded, and the patient tolerated the procedure. According to the report, the patient¿s vasculature included moderate tortuosity and calcification. No resistance was reported during advancement or withdrawal of the sheath. The physician reportedly elected not to advance a dilator into the sheath prior to sheath withdrawal. The gore® dryseal flex sheath has been returned to gore for analysis.